Event description:
It was reported during the implant attempt that when the lead was taken out of the packaging the tip was bent and the physician thought it had a different feel. A different lead was then placed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.